Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on (B)(6) 2019 and the suture was used. When the surgeon passed the suture, the thread was pulled off from the needle. Another like suture was passed to complete the procedure successfully. There were no patient consequences reported.